Event description:
The angulation is too loose. During the service inspection service found a reduced lcb (60/60%) this event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the u/d pulley wire stretched. Based on the result, we concluded that it was caused due to the excessive force applied on the u/d pulley wire. In addition, we confirmed that the light guide fiber bundle (lcb) broken, and the r/l pulley wire stretched; however, they are not the main cause, and/or irrelevant to the alleged complaint. Correction information: type of report: follow up #1. Coding changed based on the investigation result. Additional information: device manufacture date.